Event description:
The target lesions were identified as the distal left circumflex (dist lcx) with 80% stenosis with mild calcification and mild tortuosity. The patient was predilated and stented with a 2.50mm x 16mm, 3.0mm x 16mm and 3.0 x 32mm taxus liberte drug eluting stent. There was proximal and distal overlap of the stents placed. During post dilation of the distal left circumflex (dist lcx) a dissection transpired. The user facility inflated the balloon to 22 atms. The dissection was linear edge immediately distal to the stent. As no action was taken as the dissection was stable. The patient's condition was considered as stable. The grade of dissection distal to the target lesion was a. The timi flow was 3 with a post procedure stenosis of 10%. There was no side branch event or thrombus. In the opinion of the physician, the dissection was not related to the taxus liberte stent. The dissection was related to the quantum maverick balloon. The exact description of the device was requested from the facility.

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.